Event description:
It was reported that the charge button of the device's hard paddles was inoperable. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number of a replacement set of hard paddles. The customer later confirmed that the paddles have been replaced and the device has been placed back into service. The removed paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.